Event description:
The patient got out of bed at 12:30am and 4:00am at which times the bed alarm was audible. The bed alarm failed to alarm when the patient got out of bed unassisted at 5:30am. The patient sustained a hip fracture and is thought to be doing okay following the injury. It is not clear why the bed alarm did not sound at that time. There is no indication that the patient bypassed the alarm. The device was not bent after the event. There is a possibility the bed could have folded causing the alarm not to function properly. It is not clear what other factors may have been involved to cause a malfunction on the alarm. This particular alarm needs to be reset in order to cease alarming. This alarm device has an edge sensor which senses pressure. The data base located three previous incidents with this sensing/bed alarms. This facility has been using this model of bed alarm for approximately two years with some failures although those have been reportable. This alarm unit was tested by the facility's biomedical engineer after this particular failure.